Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery (sfa) the hub became loose from the body of the flexor balkin guiding sheath. The hub coming off was observed as the complaint device was being removed from the patient's anatomy. According to the initial reporter, the dilator was not inserted into the sheath as it was being removed. It was specified, however that a wire guide had been in the lumen of the sheath, but removed just before the removal of flexor balkin guiding sheath. It was further reported that the case was successful. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. A review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that three kcfw-6.0-38-40-rb-blkn devices were returned for investigation. Two devices were returned sealed in the original packaging. They were opened, and a tug test was performed on the hub/sheath connection but both devices were fully secured. The third device was returned with the hub separated from the sheath tubing, with biomatter present throughout the device. The flare appeared rounded, however it did not appear to be completely level at the most proximal end. The flare also did not pass the flare gage test as it passed through both the large lumen and the small lumen. The inner diameter of the connecting cap was also checked with a pin gage and found to be within specification. Given the condition of the returned device with the flare pulled through the connecting cap, it cannot be confirmed that the device was not manufactured to specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal." Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.